Manufacturer narrative:
The harmonic ace curved shears instrument insert has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to the following conclusion: a metal part of the harmonic ace curved shears instrument insert fell into the patient during a surgical procedure and was retrieved. At this time, it is unknown what caused or contributed to the harmonic ace curved shears instrument insert falling into the patient. The initial reporter indicated that no patient harm, adverse outcome, or injury occurred.

Event description:
It was reported that during a da vinci assisted thoracic procedure, the metal part of the harmonic ace curved shears instrument insert broke off and fell inside the patient. The instrument fragment was removed during the same procedure laparoscopically and the instrument was replaced with another harmonic ace curved shears instrument insert. The customer reported that shortly after replacement the metal part of the second harmonic ace curved shears instrument insert broke off and fell inside the patient. The instrument fragment was removed during the same procedure laparoscopically using a da vinci instrument. The customer replaced the second harmonic ace curved shears instrument insert with another instrument of the same type and the planned surgical procedure was completed with no further incident. The initial reporter indicated that no patient harm, adverse outcome, or injury occurred. Please find related MDR for the second harmonic ace curved shears instrument insert on patient identifier: (B)(6).

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigations confirmed the customer reported complaint of blade broken. The blade was found to be detached at the distal end. The broken piece was returned with the instrument and sent to a third party laboratory for additional testing. Per the results of the laboratory evaluation, the fracture surface characterization confirmed that the blade was fractured by fatigue. River marks and beach marks were found along the fracture surface, which are characteristic of fatigue crack growth from ultrasonic loading. Discoloration found at the origin is indicative of high temperature exposure and oxidation. The fatigue cracks all initiated at the blade outer surface where abrasion was found. Energy-dispersive x-ray spectroscopy (eds) spectra of the crack-initiation sites show a strong iron signal (i.e. Steel) not found elsewhere on the surface of the blade, consistent with material deposited from abrasion or impact with a stainless steel tool. This is an indication that the xi harmonic ace blade was in contact with another instrument or surgical tool during use. The most common cause of this failure is mishandling/misuse. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted. Please accept this record as request to retract this medwatch report.